Manufacturer narrative:
The tesselated clot hunter was returned for analysis. Visual examination revealed inspection of the device revealed multiple bends and kinks. A functional testing revealed the catheter was unable to prime and the console issued an under-pressure alarm message and a microscopic examination revealed a hypotube separation was observed located at 1 cm from the tip.

Event description:
Reportable based on device analysis completed on 21jan2025. It was reported that there was blood flowing out at the interface with the waste liquid bag. A zelantedvt clot hunter was selected for thrombectomy. A patient underwent a thrombectomy procedure following angiography. During procedure, after the catheter was primed and set to power pulse mode, it was switched to thrombectomy mode after the waiting period. Blood flow was noted at the interface with the waste liquid bag after 60 seconds, continuing for an additional 10 seconds. The procedure was completed after replacing the catheter. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, device analysis revealed a hypotube separation.